Event description:
It was reported that the patient with this pacemaker exhibited infection with sepsis. A revision was performed and the pacemaker along with the right ventricular (rv) and right atrial (ra) leads were explanted. There were no adverse patient effects reported. This explanted pacemaker will not be returned. The device was returned and the allegation was not confirmed, as the reported allegations of infection with sepsis were known inherent risk of the device. Additional information was received which reported that the patient later passed away due to pacemaker infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The pacemaker was explanted.